Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device manufacture date and expiration date have been added. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction procedure with a mentor smooth round moderate profile 575cc saline breast prosthesis that deflated after implantation. Deflation of the patient¿s left breast prosthesis was reported. In addition, the patient reported that there is a large, painful mass on her left breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 03-nov-2020, mentor received additional information about the event: the date of event has been updated to (B)(6) 2019. The left breast prosthesis rupture was diagnosed by a physical exam. The patient underwent a primary breast augmentation procedure with the suspect medical device. The patient developed baker grade IV capsular contracture in her left breast. Manufacturer¿s reference number: (B)(4).